Event description:
A cartridge change error was reported with the pump, causing the customer's blood glucose level to exceed 500 mg/dl, though the exact value was unknown and displayed as "high." The customer addressed the high blood glucose by administering a bolus via the pump and an injection using multiple daily injections (mdi). Technical support assisted the customer by guiding them through a series of troubleshooting steps, including removing the pump from its case, inspecting and cleaning the cartridge area, and reattaching the cartridge. The customer successfully completed the process and was advised to call back if the issue persisted.